Event description:
At 15 lpm oxygen flow, the bvm device and associate reservoir bag did not provide the pt adequate fio2 levels. Pt's spo2 levels steadily dropped to 75-77% until a different bvm was used. Fio2 was approx 50-55% at 15 lpm oxygen flow. Device did fine when oxygen flow was increased to higher lpm flow at flush on 25 lpm, when a different bvm was used. Pt's spo2 rapidly increased to 95%.